Manufacturer narrative:
Pi lab confirmed the reactivity of the s antigen on capture-r ready-screen (3), lot r727, on the echo, using retention capture-r ready indicator red cell, lot 221627 and anti-s, lot antis622008c (1:32 dilution). Controls performed as expected and cell 1 (s+) resulted positive as expected and all remaining cells (s-) resulted negative as expected. Retention performed as expected. Performed a screen assay on customer's submitted sample, (B)(6), on the echo, using retention capture-r ready-screen (3), lot r727 and capture-r ready indicator red cell, lot 221627. Controls performed as expected. Customer's sample resulted positive with cell 1 (s+) and negative with all remaining cells (s-) . We were unable to reproduce customer's observation with submitted sample. Our investigation did not identify a product deficiency.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when testing a patient sample with capture-r ready screen 3 (crrs3) lot r727 on a galileo echo instrument. An anti-s was later identified.